Event description:
At approx 12/am on 1/8/2000, the pt was feeling weak and disoriented. Pt's blood glucose was tested on pt's surestep meter at that time, however, the reporter could not recall the result. The reporter did not provide info regarding treatment, if any, rendered at the time of the meter reading. At approx 6/am, the pt became unconscious and a blood glucose result on pt's surestep meter was 385 mg/dl. The paramedics were called and arrived 15 minutes later, obtaining a result of 21 mg/dl on their meter (brand unknown). A glucose IV was started and pt was transported to the hosp. Upon arrival, a hosp meter result (brand unknown) was 21 mg/dl. Pt was admitted and was expected to be released on 1/13/2000. The meter is reportedly cleaned with control solution. The reporter stated that the last control test had read in the 200's. No control ranges were provided. Reporter refused to provide any further info.